Event description:
As reported, the plug of a 7f exoseal vascular closure device (vcd) failed to deploy, resulting in closure failure and rendering the device unusable. Manual compression was subsequently used for hemostasis. There was no reported patient injury. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd, and no resistance or friction was experienced while advancing the device through the sheath; the sheath was not kinked or bent. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling, it locked against the handle assembly, and an audible click was heard. Pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped and until the indicator window was expected to turn solid black, although the indicator window did not change color. The physician did not have their thumb on the plug deployment button during retraction, the indicator window never showed red, and the exoseal vcd was securely locked with the vascular sheath introducer. There were no issues with or damage to the deployment lever, and the deployment button was fully pressed. It was not possible to press the button when the window was showing black because the window never changed color, and no red indication was observed. The plug remained inside the device shaft and did not fall out when the device was removed. The device was not deployed outside the patient. The operator was trained, and the exoseal vcd was used during an interventional procedure, stored and prepped according to the IFU, and deployed through a retrograde approach. There were no visible signs of device or package damage prior to use. A femoral artery puncture using a terumo short sheath was performed. Femoral site assessment confirmed suitability, vessel diameter =5 mm, no visible calcium or plaque, no nearby stent, no stenosis >50%, no prior closure within 30 days, and no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The packaging was intact, and the device was used according to standard operating instructions. The device will be returned for evaluation.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) failed to change, resulting in closure failure and rendering the device unusable. Manual compression was subsequently used for hemostasis. There was no reported patient injury. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd, and no resistance or friction was experienced while advancing the device through the sheath; the sheath was not kinked or bent. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling, it locked against the handle assembly, and an audible click was heard. Pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped. The exoseal vcd and vascular sheath introducer retracted together, however the indicator did not change color. The physician did not have their thumb on the plug deployment button during retraction, the indicator window never showed red, and the exoseal vcd was securely locked with the vascular sheath introducer. There were no issues with or damage to the deployment lever, and the deployment button was not pressed. The plug remained inside the device shaft and did not fall out when the device was removed. The device was not deployed outside the patient. The operator was trained, and the exoseal vcd was used during an interventional procedure, stored and prepped according to the instructions for use (IFU), and deployed through a retrograde approach. A non-cordis short sheath was used. There were no visible signs of device or package damage prior to use. Femoral site assessment confirmed suitability, vessel diameter =5 mm, no visible calcium or plaque, no nearby stent, no stenosis >50%, no prior closure within 30 days, and no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The packaging was intact, and the device was used according to standard operating instructions. The device will be returned for evaluation.

Manufacturer narrative:
Corrected data: code changed (h6), b5. After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3. Complaint conclusion: as reported, the indicator window of a 7f exoseal vascular closure device (vcd) failed to change, resulting in closure failure and rendering the device unusable. Manual compression was subsequently used for hemostasis. There was no reported patient injury. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd, and no resistance or friction was experienced while advancing the device through the sheath; the sheath was not kinked or bent. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling, it locked against the handle assembly, and an audible click was heard. Pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped. The exoseal vcd and vascular sheath introducer retracted together, however the indicator did not change color. The physician did not have their thumb on the plug deployment button during retraction, the indicator window never showed red, and the exoseal vcd was securely locked with the vascular sheath introducer. There were no issues with or damage to the deployment lever, and the deployment button was not pressed. The plug remained inside the device shaft and did not fall out when the device was removed. The device was not deployed outside the patient. The operator was trained, and the exoseal vcd was used during an interventional procedure, stored and prepped according to the instructions for use (IFU), and deployed through a retrograde approach. A non-cordis short sheath was used. There were no visible signs of device or package damage prior to use. Femoral site assessment confirmed suitability, vessel diameter =5 mm, no visible calcium or plaque, no nearby stent, no stenosis >50%, no prior closure within 30 days, and no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The packaging was intact, and the device was used according to standard operating instructions. One non-sterile exoseal vascular closure device 7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in its manufactured position, and the indicator wire was found fully deployed. An 8f non-cordis catheter sheath introducer was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis no additional anomalies were observed to be reported. A deployment simulation evaluation was performed. During this analysis the indicator wire was pulled to achieve the black/black position in the indicator window, then it was proceeded with the deployment lever full depression, achieving the indicator wire retraction, and plug expected deployment. Additionally, the indicator window black/white/red position was obtained as well. A dimensional analysis of the delivery shaft inner diameter was deemed not required, as the functional test was successfully completed and no failure was observed. Consequently, there was no indication to perform verification of the inner diameter measurement. A high magnification microscopic evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not observed on the returned device since functional analysis was completed and full window transition with successful plug deployment was achieved. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, user-related factors (user error) such as the 8f sheath which was returned inserted into the 7f exoseal device may have affected the device. As stated in the indication for use (IFU), ¿the exoseal¿ vascular closure device is indicated for femoral artery puncture site closure, reducing time to hemostasis and ambulation in patients who have undergone diagnostic or interventional procedures using a standard corresponding french size vascular sheath introducer with up to a 12 cm working length.¿ the product description also includes, ¿note: the indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling and could possibly affect the use of the device. The indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.